Event description:
Clinical trial. It was reported that post index procedure the patient had a target vessel revascularization (tvr) due to in-stent restenosis (isr). The patient presented with interscapular pain and shoulder discomfort. The index procedure treated the mid left anterior descending (lad) artery. The vessel was 2.5mm wide, and 100% stenosed. There is no information regarding tortuosity or calcification. The physician predilated the lesion prior to placing a 2.5x8mm taxus express2 drug eluting stent. The patient received integrilin, plavix, nitroglycerin, fentanyl and valium during the procedure. Residual stenosis was less than 10%. The patient was discharged 5 days post procedure on aspirin, plavix, coreg, zocor, lasix, coumadin and diabetes medications. On 387 days later, the patient came in for a study driven angiogram, but had no symptoms. A 90% edge in-stent restenosis was found in the lad. Percutaneous transluminal coronary angioplasty (ptca) was performed and the event was considered resolved. The patient was discharged one day later. In the opinion of the physician, there is a probable relationship between the tvr and the taxus stent.

Manufacturer narrative:
H6. A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch, namely top assembly batch #7390219, found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.